Event description:
The customer reported the system lock ups during procedures. Also, during use, the system reboots on its own. No pt injury was reported.

Manufacturer narrative:
System intermittently reboots. This has been an on going problem that inhouse biomed service has been working on. The service rep found pins 15 and 16 on j3 power supply 1 desoldered / cold solder joints with molex contact housing showing signs of heat / resistance. He touched up the solder joints on all j3 contacts. He cleaned the oxidation off of the molex connections. The rep verified solid five volts delivered throughout work station. System functioning as intended.